Manufacturer narrative:
Date sent to FDA: 11/12/2020.   Additional information: a1, a2, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009 during which the surgeon noted significant adhesions of omentum to the mesh. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the previous mesh had disrupted and become adhered to the bladder. It was reported that the patient underwent two wound debridement procedures on (B)(6) 2015 that required the placement of a wound vac. It was reported that the patient experienced severe pain. No additional information is provided.